Event description:
During an implant procedure, unspecified helix rotation issues were observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found an over-torqued inner coil at the connector region, which is consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the reported event of the helix mechanism issue was isolated to blood/tissue in the helix region and an over-torqued inner coil. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.